Event description:
Dispersive gel on dual dispersive electrode sticks to packaging materials leaving an unprotected area on the electrode. If not noted by operating room staff patient may be unprotected from proper grounding when using electrocautery. This issue has been reported to the manufacturer numerous times since (B)(6) 2016. There have been 4 different lot numbers of affected product. Only response from manufacturer has been to send replacement product. Replacement products have been the same lot number. Surefit dual electrode - used for majority of surgical cases utilizing electrocautery. Four different affected lot numbers: 201605185, 201605114, 201606224, 201605174.